Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to leak from inspiration valve ot. The unit worked properly after the inspiration block exchange.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service engineer went on site and found alarm 271 - "o2 supply fail - no o2 dosing, alarm 224 - "mismatch between delivered and measured fio2"possible", alarm 151 - "o2 concentration low" and alarm 150 - "o2 concentration high" on the log. After that , the fse performed o2 gas path test and 2 point o2 calibration. After further review of the logs, it was seen that alarm 315 - "inspiration valve or device leaky" was active, the unit also failed circuit test, tightness test and lost test. The patient circuit mounted on the unit has broken cap. It was recommended that the inspiration block and exp valve cap to be replaced.

Event description:
The customer reported that the bellavista 1000 unit changes set by itself. The customer confirmed that there was no patient involvement associated with the reported event.